Manufacturer narrative:
H3: three used products were received for analysis. As received, the first sample was observed to have a tear on the shaft exposing the inner coils, the tear was uneven, and the second and third samples were observed to have the beginning of tears at the base of the flanges. The customer complaint of trach coming apart was confirmed. The probable cause of the damage observed was unknown. A device history record could not be completed as no lot numbers were identified.

Event description:
It was reported that the devices were coming apart at the base and now coming apart at the flange. The event occurred while in use with patient at their private resident. There was medical intervention required since they did an emergency trach change. The outcome of the patient was resolved. The patient was having trouble keeping her oxygen saturations up due to lack of pressure from the vent being lost from the hole in the trach.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the devices were coming apart at the base and now coming apart at the flange. The event occurred while in use with patient at their private resident. There was medical intervention required since they did an emergency trach change. The outcome of the patient was resolved. The patient was having trouble keeping her oxygen saturations up due to lack of pressure from the vent being lost from the hole in the trach.